Event description:
It was reported that the doctor changed his mind after inserting an opened lens. It was initially stated that there was no patient injury or surgical intervention required. However, follow-up information received on (B)(6), 2012, indicated that the incision was enlarged to remove the lens. There was no injury to the patient reported. The doctor stated that the lens was removed and replaced with an anterior chamber lens due to the patient's physiology. The doctor noted that there was no complaint reported against the quality of the lens.

Manufacturer narrative:
(B)(4). The lens was not received for analysis. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
The explanted intraocular lens (iol) was received at our product quality laboratory. A visual inspection by the laboratory revealed the iol had one distorted haptic and evidence of viscoelastic, ophthalmic viscosurgical device (ovd) on the lens. This distorted haptic and the presence of ovd are not inconsistent with an explanted lens and user handling. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol, rather the physician stated in his initial report that he changed his mind after inserting this lens and explanted for another lens due to the patient's physiology. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information that changes the facts and/or conclusion of this report become available, another supplemental report will be submitted.